Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: pedicle screws, concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported hat the patient was experiencing arm pain while using the spinal pak. The patient says that the next day she noticed the pain. The last couple of days she only wore the device at night then she only wore the device during the day. The patient says she is still experiencing pain. The patient rated the pain as a 6 on a scale of 1 to 10, with 8 being the highest. The pain is in her shoulder, lumbar, and she also has headaches. The patient does not want to continue to wear the device. She contacted her physician's office and the nurse practitioner was supposed to call her back. There has been no medical intervention yet. It was reported that no further information is available.

Event description:
It was reported hat the patient was experiencing arm pain while using the spinal pak. The patient says that the next day she noticed the pain. The last couple of days she only wore the device at night then she only wore the device during the day. The patient says she is still experiencing pain. The patient rated the pain as a 6 on a scale of 1 to 10, with 8 being the highest. The pain is in her shoulder, lumbar, and she also has headaches. The patient does not want to continue to wear the device. She contacted her physician's office and the nurse practitioner was supposed to call her back. There has been no medical intervention yet. It was reported that no further information is available.

Manufacturer narrative:
Corrections in - b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, d5, d8a, e3, g1: contact office, g2, g6: type of report. Additional information in- d9, g3, h4: device manufacture date, h2, h3, h6: impact code, method, results, and h10: additional narrative, h11. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The DHR review has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. The spinalpak stimulator compliance data was downloaded on june 1, 2024. The compliance data indicates the unit treated for 0 days 23 hours and 25 minutes. Review of the DHR indicates that unit was manufactured on july 16, 2020. There were no non-conformances or deviations reported on the DHR and a copy is included in the product information section. The clock lifetime of the spinalpak stimulator was 1367days. The controller automatically enters ¿end of lifetime mode¿ after 270 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The spinalpak stimulator was reset in order to perform the burn in test. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 17.4 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.3 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 23, 2025; and tf1930 s/n (B)(6) with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on june 18, 2024. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (7) total complaints from (sep 22, 2019) to (sep 22, 2020) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.